Manufacturer narrative:
Eval method: device history reviewed. Results: other - device history review found the product met specs when released for distribution. Conclusion: exact cause of the event cannot be determined as the product remains implanted. Analysis: to date, the available info indicates this valve remains in service without reported complication. Review of device history records for this device show that the device met mfg spec when released for distribution. Given the available info, it is likely that the tear occurred while handling the device. Precautions within the instructions for use (IFU) state "do not use the medtronic freestyle bioprosthesis if the bioprosthesis is damaged." Conclusion: unable to determine exact cause for the event, as the product remains in service. User interface likely contributed to the event. No reported adverse pt outcomes.

Event description:
Medtronic received info that while implanting this valve, a tear occurred on the aortic wall of the valve. The surgeon elected to repair the valve with a felt strip, and continued with the implant procedure. No add'l complications were reported. Following the procedure, the surgeon became anxious and questioned the long term reliability of the product.